Event description:
According to the initial reporter, a zilver vena 16x100 (g57448) that was placed in (B)(6) of 2020 migrated to the patient¿s right atrium and had to be removed via open heart surgery this past weekend. The patient had been experiencing symptoms for awhile but did not attest them to a potential stent migration until he had shortness of breath over the weekend and ended up in the emergency department where is was determined that there was a stent in his heart. After removal, the stent was seen to be very mangled and thus it is assumed that the stent had been migrated for awhile. The patient is reported to be doing well.

Manufacturer narrative:
Procode: qan.